Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. Additionally, the investigation detected an unreported condition of a corrupt sd card that has no relationship to the reported condition. The most likely cause for the additional condition is traced to component failure. This issue may occur due to the vented battery. The system performs sd card integrity check as part of system initialization. This is the only time the check is performed. As a res ult, the system will fail safely prior to assembly with a clamshell or adapter and poses no patient safety risk. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when charging, the battery charger flashed red and the handle could not be charged. A similar event occurred when another charger was used to try charging the handle again. The chargers worked fine with other handles. There was no patient involvement.